Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2020, a type ii endoleak was identified. On the same day, an interventional radiologist performed a coil embolization procedure with 2ml onyx coils and the patient was discharged to home on the same day.